Event description:
It was reported that the 8800 system had dark images on the left monitor during a case. The 8800 system had to be rebooted, and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The display adaptor and control panel processor were replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.